Event description:
End user stated she hit a bump and the chair went forward and flipped her out of the chair and her feet were caught under it. The user stated she was not wearing her seat belt. The user went to the ER. Reportedly the user sustained bruising and the left foot is sprained. The user feels the anti-tip wheels are not out far enough and does not prevent the chair from tipping.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsiv-hd, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number 1154294 rev. H(jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The consumer stated she was not wearing her seat belt at the time of the incident. She was driving and hit a bump or a rock on the road (sidewalk) and was allegedly thrown from the chair. The consumer sustained a sprained foot. The consumer went to the emergency and had x-rays taken. She did not sustain any broken bones. The owner's manual states a warning on page 20 always wear your seat positioning strap. A rrm technician came out and assessed the chair. The power chair is working as it should. There was a seat adjustment made. The consumer stated that when the dealer brought out the chair they did not adjust it at all. The consumer has short legs and her feet generally don't touch the floor on these chairs. Rrm pushed the seat back and she feels more comfortable in the chair. Note: the product is not being returned.